Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information. The results of the investigation are inconclusive as the device was not returning for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information indicates the leads were repositioned on (B)(6) 2025, to address the issue. Therapy was restored.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received.

Event description:
It was reported the patient experienced ineffective therapy due to both leads having migrated. As a result, surgical intervention may be pending.